Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the left breast. As a result, the patient underwent removal on an undisclosed date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On august 7, 2022, mentor completed an evaluation on an photo that was provided. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. On (B)(6) 2022, mentor was provided with additional information. The patient underwent a breast augmentation revision surgery. Post-operatively, the patient was diagnosed with capsular contracture via ultrasonography. As a result, the patient underwent removal and replacement with a 300cc mentor memorygel breast implant on the left side and a 175cc mentor smooth round moderate profile saline implant on the right side on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).